Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20389870.

Event description:
It was reported that the patient was feeling that the lead anchor was close to the surface of the skin. The patient underwent a revision procedure wherein the patients leads were anchored deeper. No device malfunction was suspected. The patient was doing well postoperatively. Nothing was explanted.